Manufacturer narrative:
Representative learned of the issue on 10/19/2025. Reportability awareness date has been updated to 10/19/2025. Event date was updated to 10/12/2025 based on customer information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return.

Event description:
It was reported that an equipment failure occurred involving the insulation pad of the maryland bipolar forceps instrument, which burned, smoked, and melted. Procedure outcome is unknown at the time of the report.